Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. The patient reported he experienced a staph infection on the leads and in his blood. A clinician also reported that during the explant procedure, the patient's valve was damaged. The patient underwent a valve replacement procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.